Manufacturer narrative:
This event occurred in (B)(6). The customer performed precision testing for na. The field service engineer discovered a leaking tube in the rinse station, he performed corrective maintenance. He performed an ise check, qc, and precision testing with passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for two patients tested on a cobas 6000 c (501) module. The customer stated the ise calibration and qc were in the acceptable range. The customer only provided questionable results for one patient. The results for the second patient were requested but not provided. For the one example provided by the customer, the patient's initial results were reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020 at 08:59, the patient's initial results were na 175 mmol/l and k 4.70 mmol/l. At 13:28, the patient's first repeat results were na 131 mmol/l and k 4.93 mmol/l. On (B)(6) 2020 at 08:17, the patient's second repeat results were na 130 mmol/l and k 5.70 mmol/l. The na and k electrode lot numbers and expiration dates were requested but not provided.